Event description:
It was reported the customer had a keypad anomaly. It was also found the customer had a battery out limit alarm that they could not clear. The customer's mother stated the escape and act button was not responding. The mother has changed the batteries several times, but the issue persisted. Customer's blood glucose was 172 mg/dl. The customer's mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked connector. No battery out limit alarms could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.